Event description:
User advanced the delivery system to target area and release the stent while found out the stent deployment difficulty, adjusted the handle button and endoscope elevator but still cannot release the stent and the resistance is huge.user changed to another new stent to complete the procedure.a section of the device did not remain inside the patient¿s body.the patient did not require any additional procedures due to this occurrence.according to the initial reporter, the patient did not experience any adverse effects due to this occurrencewhat was the position of the elevator? Ans. Open.details of the wire guide used (diameter, type, make)? Ans. Boston scientific yello wzebra wire guide.were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? Ans. No.what was the length and diameter of the stricture? Ans. 2 cm long.where was the stricture located in the body? Ans. Common bile duct.was there resistance felt passing wire guide through stricture? Ans. No.was there resistance felt passing the evolution through stricture? Ans. No.was the stricture dilated before stent placement? Ans. Yes.was the yellow marker kept in view during deployment? Ans. Yes.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot involved in this complaint open and in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. Visual inspection: direction button is in the deploy position. Red marker before ponr. Safety wire returned in place. Outer sheath break observed in the clear section at approx. 11.7 cm from the white tip. Flexor bunching observed measuring approx. 18.5cm-20cm from the white tip. Functional inspection: handle actuating fine for deployment and recapture, unable to deploy the stent. Safety wire removed without any issues. The reported failure was observed. Photographic evidence provided by the customer showed the outer sheath break and bunching. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause cannot be concluded. A possible root cause may be concluded based on capa00209 findings. A possible root cause may be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of the issue reported is most likely a result of bunching resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Bunching / crumpling noted distal to the zip port during the lab evaluation likely occurred during stent deployment due to high friction force and likely caused the issue reported by the customer. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction: CAPA-00209 has been initiated and will document all necessary action required as result of this issue.

Event description:
Late complete supplemental report being submitted as a retrospective review was carried out and the file still meets the definition of an FDA reportable event based on the precedence that was inadvertently removed on completion of the investigation.

Manufacturer narrative:
Cancellation report is being submitted due to the completion of the investigation on 16-oct-2025 which concludes that the event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. Device evaluation the evo-fc-10-11-6-b device of lot number c2255096 involved in this complaint open and in its original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 26 sep 2025. Visual inspection: direction button is in the deploy position. Red marker before ponr. Safety wire returned in place. Outer sheath break observed in the clear section at approx. 11.7 cm from the white tip. Flexor bunching observed measuring approx. 18.5cm-20cm from the white tip. Functional inspection: handle actuating fine for deployment and recapture, unable to deploy the stent. Safety wire removed without any issues. The reported failure was observed. Photographic evidence provided by the customer showed the outer sheath break and bunching manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2255096 a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis definitive root cause can be concluded based on capa00209 findings. A definitive root cause can be attributed to a manufacturing issue as inconsistencies in the coating process has been identified. The root cause of the issue reported is most likely a result of bunching resulting from inconsistencies in the coating process which lead to higher friction forces for the larger stent sizes. Bunching noted during the lab evaluation likely occurred during stent deployment due to high friction force and likely caused the flexor break which contributed to the deployment issue reported by the customer. Confirmation of complaint: the complaint reported by the user was confirmed based on visual/functional inspection. Corrective action/correction CAPA-00209 has been initiated and will document all necessary action required as result of this issue.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 16-oct-2025 which concludes that the event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.